Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (physician commented that difficulty to block the blood flow was due to anatomic locations). No device returned. No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (physician commented that difficulty to block the blood flow was due to anatomic locations). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
The physician was attempting to use a mo.ma ultra 6f ID cerebral protection device to treat a lesion in the left ica which exhibited 60% stenosis. Vessel diameter: 6.2-9.88 mm, lesion type: ulceration. Bifurcation of the superior thyroid artery (sta) was the proximal side of mo.ma balloon. Type of aorta: type I. Physician successfully delivered the mo.ma to the lesion and inflated the proximal/distal balloon. However, the device failed to block the blood flow as the bifurcation of sta was the proximal side of mo.ma balloon. The physician used another protection device (non-medtronic) and completed the procedure. Twenty % stenosis remained after stenting procedure. No health hazard was caused to the patient. Physician commented that difficulty to block the blood flow was due to anatomic locations. It was reported that the event was not related to the device and procedure.